Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with manual injection. The customer stated that she had a low reading before and treated with glucose tablets and 3 cups of water. The customer also mentioned high reading of 500 mg/dl. Customer declined to troubleshoot for high readings. The product was not returned for analysis.